Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range impedances above 2000 ohms due to lead fracture. During explant procedure, the rv lead caused other three leads to be explanted, the rv lead broke apart upon removal, but was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated event description and device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range impedances above 2000 ohms due to lead fracture. Upon the interrogation, it was noticed that when the patient would try to reach their left arm across their chest, noise and pacing inhibition were exhibited. During explant procedure, the rv lead caused other three leads to be explanted, the rv lead broke apart upon removal, but was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. The lead was found severed 15 cm from the proximal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range impedances above 2000 ohms due to lead fracture. Upon the interrogation, it was noticed that when the patient would try to reach their left arm across their chest, noise and pacing inhibition were exhibited. During explant procedure, the rv lead caused other three leads to be explanted, the rv lead broke apart upon removal, but was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated event description and device codes. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. The lead was found severed 15 cm from the proximal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation. Correction, another conclusion code was selected, the device evaluation has been modified. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. The lead was found severed 15 cm from the proximal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Tip separation during removal results from a mixture of lead handling, patient anatomy, and lead design.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range impedances above 2000 ohms due to lead fracture. Upon the interrogation, it was noticed that when the patient would try to reach their left arm across their chest, noise and pacing inhibition were exhibited. During explant procedure, the rv lead caused other three leads to be explanted, the rv lead broke apart upon removal, but was successfully replaced. No additional adverse patient effects were reported.